Manufacturer narrative:
Initial reporter information not reported due to region's privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the case on (B)(6), the patient was hospitalized from (B)(6). The symptom was an inability to walk. Steroid treatment was administered, and the patient became able to walk and was discharged on (B)(6). There seem to be no device malfunctions/events related to the procedure. The physician, who was included in the case at that time, said that patient might have shown an allergic reaction to the device components. There were no particular issues with the equipment. It was set up as usual, and the placement was completed as normal. The pipeline was used for an approved (on-label) indication. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm near right eye artery. The aneurysm was a fisher class c3. It is believed that the proximal end is about 4.5 mm because a 4.75 mm product is used. It was noted the patient's vessel tortuosity was normal. Postoperative findings related to blood flow imaging were no particular concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the allergic reaction/inability to walk was not determined. The inability to walk was first observed at the hospitalization on (B)(6) 2025. It was not specified or confirmed that the event was an allergic reaction.